Manufacturer narrative:
A ge representative directed the customer by phone in repair of the system by rebooting the system and letting it do a self repair of installed software. System operates as intended.

Event description:
The customer reported, the system would not boot up. No pt injury was reported.